Event description:
After compounding chemo rx (adria ver) in 50 ml cassette with a 45 inch extension set with anti-siphon valve attached, upon final inspection it was noticed that a small leak developed where the tubing joins the anti-siphon valve. Concern is that pt could have been exposed to chemo/break in product sterility.